Manufacturer narrative:
Patient stated that the nalu system was not being used but did not provide any additional information as to why the system was not being used. There are no records of any allegations of system or component failure or malfunction. A nalu rep was present for the explant and did not report any obvious defects or problems with the system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Patient presented to a different physician than the one who performed the implant and requested to have the system explanted. Explant was performed on (B)(6) 2023 with no reports of complications during the procedure.